Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connector was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system kept shutting down. No patient serious injury or death was reported related to this event.